Event description:
It was reported to depuy acromed that a piece of mesh had shifted post-operatively. An explant surgery was required and the mesh was replaced with isial crest bone. The part and lot number info was not available. The mesh was discarded by the hospital. An eval of the complaint was not possible as the mesh was not returned. A root cause of the event cannot be determined.

Event description:
It was reported to depuy acromed that a titanium surgical mesh shifted from the original postion. This was noted on a post-operative x-ray. No further info is available at this time. The implant has not been returned for evaluation.